Manufacturer narrative:
A ge service representative performed an on site investigation. The c-arm cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the (collimator) diaphragm closed and after a reboot of the system it functioned properly. There is no report of death or serious injury.